Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 110 mg/dl at the time of the incident. The insulin pump was exposed to magnetic field. Troubleshooting did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the functional testing, including the operating currents measurement, self test, unexpected alarm error test, displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm during testing noted. Motor passed motor test. Pump had cracked case at display window corner, reservoir tube lip, belt clip slot, minor scratched and cracked display window.